Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor displayed "art check sensor" error message. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.